Event description:
Baxter received a report from a baxter technician stating the bed exit alarm was not working. The bed was located at the account. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The baxter technician found the left scale pod needed to be replaced. Per the hillrom user manual, warning:the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in january 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician will replace the left scale pod when parts arrive to resolve the reported event. Based on this information, no further action is required. If any additional information is received, the record will be reassessed.